Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated about half of the display is no longer visible. Pump replaced and requested for investigation. No adverse event alleged.